Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a connection issue. It was further reported that the customer did not manage to connect the bag to the cassette. There was no leak noted. It was noted before use. There was no patient injury or medical intervention associated with this event. No additional information is available.